Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day after implant, the atrial lead exhibited loss of capture. Chest x-ray revealed that the lead was dislodged. The lead was explanted and replaced on (B)(6) 2016. The patient was stable.